Event description:
It was reported that, patient complained of pain. Surgeon excised soft tissue examined for trunnion corrosion. Liner and head replaced with f mdm liner and 28 + 10 c-taper head.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in a supplemental report.